Manufacturer narrative:
Follow-up #1: date of submission 07/06/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 06/16/2015 with the following findings:on investigation, the alleged display issue was duplicated. The pump powered up to a dim and discolored verify screen. The auditory and vibratory features were operational. No tactile issues were found with the buttons. Unrelated to the complaint, the display lens was found to have cracked and a battery compartment crack was found below the grip pad.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue with pixel color change and dim/faded text. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).